Event description:
It was reported that the customer had 5 catheter-associated urinary tract infections in december, in which 4 of the patients had more than one catheter during their stay. The nurses advised to replace numerous catheters lately because of leaking problems. Also, most of these patients were also here for an extended stay, so that can increase the sediment buildup, which can clog up the catheter and lead to leakage around. One of the patients had 5 or 6 different catheters inserted throughout the stay. Medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be hypersensitivity to latex and bacterial infection. The lot number was unknown; therefore, the device history record could not be reviewed. A review of the device labeling have been conducted for investigation purposed. "Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer had 5 catheter-associated urinary tract infections in december, in which 4 of the patients had more than one catheter during their stay. The nurses advised to replace numerous catheters lately because of leaking problems. Also, most of these patients were also here for an extended stay, so that can increase the sediment buildup, which can clog up the catheter and lead to leakage around. One of the patients had 5 or 6 different catheters inserted throughout the stay. Medical intervention was unknown.